Manufacturer narrative:
Batch review performed on 23 october 2023: lot 2206253: (B)(4) items manufactured and released on 31-aug-2022. Expiration date: 2027-08-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Preliminary investigation performed by r&d shoulder manager: the outer rim of the liner appears to be damaged following friction with the scapular neck. Given the position and the size of the glenosphere, the xray shows potential for impingement between the humeral liner and the scapular neck. Clinical evaluation performed by medacta medical affair manager: revision 10 months after the primary rsa due to scapular notching. This is due to relative component positions and the surgeon decided to try and solve this problem by using a more lateralized glenosphere. The problem reported is not due to defective or malfunctioning devices. Additional item involved in the event, batch review performed on 23 october 2023: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2204127 lot 2204127: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in for a post-op appointment and it was observed that the patient was experiencing impingement of the metaphysis and liner on the scapula with scapula notching. The cause of this occurrence is unknown. At about 10 months post primary the surgeon revised the glenosphere, metaphysis, and liner. The surgery was completed successfully.